Event description:
During a ptca treatment procedure, the quantum maverick monorail 20/2.75mm balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified, 80% stenotic lesion in the right coronary artery (rca). The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.